Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jun2020.

Event description:
The biomed reported that the unit shut down while in use on a patient, and the unit will not power on after it shut down. The biomed is reporting the unit was swapped out for another unit. Patient information were requested from the customer, but no response received. The biomed contacted product support and reported the battery is very low. The biomed checked significant event log and is reporting errors. The product support advised the customer to charge the battery for 24 hours. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The biomed charged the battery and found internal battery voltage at 16.5 volts. Power on unit in normal mode, unit operation ok. No check vent alarm found during normal mode power on. Test alarms with proximal line disconnect, found audible and visual alarms with alarm light emitting diode (led) flashing, alarm functions ok. The field service engineer (fse) replaced the power management (pm) board to address the reported issue.